Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have high blood glucose was 408 mg/dl, which was treated with manual injection. Customer did not contact healthcare professional. Customer had symptoms of high blood glucose; customer had nausea, excessive thirst and tiredness. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Alarm history showed low reservoir and no delivery. Customer reported that drive support cap appeared normal. Customer states there were no leaks, but saw small air bubbles in infusion set which were primed out. Customer reported that site was occluded and it was sore and irritated. Settings were correct. Customer would call when in receipt of high tubing clamp in order to complete high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.